Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high right atrial (ra) lead impedances and oversensing of the minute ventilation (mv) sensor. Boston scientific technical services (ts) recommends turning off mv sensor and performing lead integrity movement maneuvers. New information received indicates that the patient failed to attend the scheduled office visit. The cardiac physiologist plans to perform the recommended troubleshooting and reprogramming the next time the patient is seen in clinic. The device was later explanted and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection and also oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high right atrial (ra) lead impedances and oversensing of the minute ventilation (mv) sensor. Boston scientific technical services (ts) recommends turning off mv sensor and performing lead integrity movement maneuvers. New information received indicates that the patient failed to attend the scheduled office visit. Another visit has been scheduled and the cardiac physiologist plans to perform the recommended troubleshooting and reprogramming.